Event description:
It was reported that the right ventricular (rv) lead threshold had risen to 2.25 volts at 1 millisecond, the impedance was over 3000 ohms, and there was a possible lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk implantable cardioverter defibrillator, (B)(6) 2011; 694765 implantable tachy lead, (B)(6) 2003; 507645 implantable pacing lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Visual summary analysis of the lead indicated stretching.